Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d10: g1; g3; g6; h1; h2. D10: 00598801011 - 11mm diameter 100mm length straight stem extension combined length 145mm - 65937750. 00598802011 - 1mm diameter 100mm length offset stem extension combined length 145mm - 66070209. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b4; b5; d1; d2; d4; e1; e3; g1; g3; g4; g6; h1; h2; h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h4; h3; h6 the event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during an initial knee surgery, the tibial component would not assemble with the poly. An additional poly was tested, however, the tibial component would still not assemble. There was a surgical delay of an unknown time amount due to the surgeon temporarily closing while the sales rep picked up another poly. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00598003701 - stemmed tibial component precoat size 3 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - j7578373 g2 : foreign country : france. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.